Event description:
The pt had a previous infection prior to valve implantation which seemed to clear up. However, after the bactiseal catheter was implanted, the infection reappeared and catheter was explanted. There is no claim that the infection has been attributed to the bactiseal catheter but the explanted catheter was returned for eval.